Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy has not helped with their symptoms since it was implanted. Caller stated their indication was primarily for bowel but were told it would help with both bladder and bowel and it never did. Caller also mentioned that they usually dont feel stimulation very strong but they experienced a momentary increase of stimulation the other night "less than a week ago" stating that they had a major surge during the night and it went from their back to their hip and down to their pelvic area and it felt like a rocket and knife went through it. Caller requested assistance connecting external equipment with their implanted device ; caller confirmed seeing battery low (eri) message. Caller stated they were told that the implant would last 10 years. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned they may just have the therapy removed since it never worked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had contacted their physician many times. They have an appointment in october. The patient wants the ins removed, have had it forever and battery replaced twice. The therapy was not yet working for them yet. The cause of the surge of stimulation was not known. They stated probably the issue was caused by normal battery depletion, but was still unknown.

Event description:
Additional information was received from the patient and healthcare provider (hcp). It was reported that the patient had an appointment in (B)(6) 2025, but rescheduled till (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
[See related files for comments about lack of effect] additional information was received from the patient (pt). They reported that the cause of the surge of stimulation was not determined and it was unknown if it was caused by normal battery depletion. It is unknown if the issue was resolved.